Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant high, out of range, pacing lead impedance was noted. Another device was implanted. No adverse consequences for the patient were reported.

Manufacturer narrative:
Analysis was normal. No anomaly was found.